Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 183 mg/dl.